Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how did clips not load properly? Did clips only slow feed? Or did clips also sideways feed? Or did multiple clips feed? Or did device partially feed clips? Or did clips drop and eject?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was loading extremely slow. The clips were also not loading properly forming malformed clips. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = k9258d. The analysis results found that the er420 device was returned in good visual conditions. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. However, upon each actuation of the trigger, it was noted that the clips were fed slower than expected. Finally, it locked out as intended. It is known from the history of the device that a possible cause for the slow feeding issue is the silicone that gets viscous; the silicone is applied during the manufacturing process. However, no conclusion could be reached as what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.